Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The hc returned instrument test evaluation (rite) electrical test failed due to failure of the ground bond performance specification. The rite electrical test was confirmed due to the failure. Continuity was measured between power entry module and doorpost; ground bus resistance measured would not stabilize, indicating an issue with ground bus in the device. Continuity to all other internal grounds from power entry module and door frame was within specification. The cause of the rite electrical test failure of ground bond failed performance specification was determined to be a poor connection between the door post and door frame. A service history review (shr) revealed that no issues were identified that may have contributed to the issue of failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The door post would be scrapped during servicing.

Event description:
A baxter service technician found that a homechoice system failed a ground bond performance specification test.